Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report # 8010047-2021-15380. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the emergency lamp of the subject device lit up instead of the examination lamp even when the power of the subject device was turned on. And, it was found that when the power of the subject device was cycled, this lamp issue was not resolved. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.